Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the harmony iq integration system and found the monitor needed to be rebooted. To resolve the issue the technician rebooted the monitor, tested the function and operation of the unit, confirmed it to be operating to specification, and returned it to service. No additional issues have been reported.

Event description:
The user facility reported the monitor to their harmony iq integration system was not communicating to the base unit and was not available on the touchscreen during a patient procedure. The procedure was completed successfully following a short delay. No report of injury.